Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and the female connector was observed separated from the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2021, reported as "over the weekend". Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a transfer set; further described as ¿the dark blue threaded portion separating from the light blue segment¿. This issue occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.